Event description:
It was reported that during an sfa stenting treatment procedure, stent deployment difficulties occurred. A bilateral arteriogram of the lower abdominal aorta and the arteries in the legs was performed. The lesion was located in the superficial femoral artery. Lesion details are unknown. Cryoplasty of the sfa was performed. The sentinol stent 7x78mm delivery system was prepped and advanced toward the lesion with resistance. The stent delivery sheath outside the body was broken, exposing the zipwire used in the procedure. The stent was partially deployed and was unable to be retrieved with the delivery sheath and unable to be completely deployed. The stent was withdrawn unsheathed and removed from the body with the delivery system. The stent and delivery system were removed together with the introducer sheath. The introducer sheath was reinserted. The guide wire remained in place. The procedure was completed with another 7x78mm sentinol stent and a 7x39mm sentinol stent without issue. The procedure was prolonged 5-10 minutes due to this event. No patient complications or injuries were reported. The patient status is reported as "ok."

Event description:
It was reported that during an sfa stenting treatment procedure, stent deployment difficulties occurred. A bilateral arteriogram of the lower abdominal aorta and the arteries in the legs was performed. The lesion was located in the superficial femoral artery. Lesion details are unknown. Cryoplasty of the sfa was performed. The sentinol stent 7x78mm delivery system was prepped and advanced toward the lesion with resistance. The stent delivery sheath outside the body was broken, exposing the zipwire used in the procedure. The stent was partially deployed and was unable to be retrieved with the delivery sheath and unable to be completely deployed. The stent was withdrawn unsheathed and removed from the body with the delivery system. The stent and delivery system were removed together with the introducer sheath. The introducer sheath was reinserted. The guide wire remained in place. The procedure was completed with another 7x78mm sentinol stent and a 7x39mm sentinol stent without issue. The procedure was prolonged 5-10 minutes due to this event. No patient complications or injuries were reported. The patient status is reported as "ok."

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sentinol stent delivery system sds with no original packaging or other devices. Blood is present in the device. The stent is undeployed and present in the exterior tubing. Visual inspection identified a kink on the inner shaft located approximately 73 centimeters proximally from the distal end of the tip. The exterior tube (outer shaft) was found to be fractured approximately 3 centimeters from the distal end of the hub. The appearance of the fracture surface is consistent with fracture due to tensile overload. Magnified inspection revealed stress marks near the distal end of the outer which indicates the device saw manipulation stresses during procedure. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, because per dfu: sentinol biliary product is indicated only for use in biliary stenting procedures. (B)(4).

Manufacturer narrative:
(B)(4).